Event description:
It was reported that while advancing the coil through the microcatheter, the distal end of the coil's delivery wire broke. The coil was safely removed from the patient and there were no patient consequences as a result of this event.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device under microscopy revealed that the delivery wire was kinked and the proximal contact was separated from the delivery wire. The proximal contact is separate component of the device so the reported event that delivery wire was broken was not confirmed. No other anomalies were noted to the device. Based on analysis and information available, it is probable that handling damage limited the performance of the device resulting in the observed issues. Therefore a root cause of human factors has been assigned to this investigation. The proximal contact is a component of the device located at the proximal end of the delivery wire and remains outside the patient at all times during the procedure, there is no contact with the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported that while advancing the coil through the microcatheter, the distal end of the coil's delivery wire broke. The coil was safely removed from the patient and there were no patient consequences as a result of this event.